Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced cardiac tamponade that required a pericardial puncture. The pacing lead remains in use. No further patient complications have been reported as a result of this event.